Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter. Section. D information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot # (B)(6), ubd: 11-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver morphine 9 mg/ml at 1.25 mg/day. It was reported that the patient experienced withdrawal. A catheter revision was done. The doctor opened the pump pocket and inspected and then opened the spine and inspected with no abnormalities. It was decided to replace the catheter. The existing catheter was tied off as left in spine. A new full catheter was implanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the implant date of the 8780 catheter was (B)(6) 2025 was the correct date.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.